Event description:
It was reported that this right atrial (ra) lead exhibited noise which was oversensed however, there was no pacing inhibition. Additionally the lead had low pacing impedance, below 200 ohms. The lead remains in service. No adverse patient effects were reported.